Event description:
Caller indicated the relion micro meter was giving high readings. (B)(4) rep transferred the call because the caller was concerned about the variance in readings she was getting. Caller stated she meter read lo, 286, and 350 within minutes. Caller stated she almost died when she dosed herself with insulin based on the meter reading. She said she has many examples of the meter reading high, but on the day of the incident she woke up and had a reading of around 250 so she took 4 units of insulin based on her doctors instructions. When her husband arrived home he found her unconscious on the couch and called paramedics. She woke up before the paramedics arrived and drank juice to bring her sugar up. The paramedics arrived and checked her blood sugar, but did not treat her. Using proper technique. Controls not used.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.